Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was jammed, and the user was unable to pull anything. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was jammed, and the user was unable to pull anything. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer inspected drawer 3 on the main unit and noticed that the magnet was missing from the inseparable. Proceeded to replace the inseparable magnet, and after the replacement, the customer tested the drawer. All tests passed successfully, confirming the issue was resolved. The system functioned as intended after the field service engineer repaired the device.